Event description:
During a laparoscopic procedure and while anteverting the uterus, a loud audible snap was heard. The balloon and tip broke off a uterine manipulator. The broken pice made its way into the pelvic cavity. The piece was removed.